Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or if any product malfunction or other product condition to have contributed to the patient's hyperglycemia and medical intervention. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 580 mg/dl after wearing the pod between 24 and 36 hours on the abdomen. She gave herself a manual injection of 20 units of insulin but was not able to lower her bg levels. She is a nurse at a hospital and had a doctor at her workplace to help correct her bg levels. They gave her a manual injection of 35 units of insulin and was able to lower her bg levels. She did not require any further treatment. The patient reported that the cannula appeared bent when the device was removed.